Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok, up, and down buttons required multiple pressed to respond. The reporter stated that the ok button was more difficult to press. The reporter stated that there was no known trauma to the pump and there was no damage to the keypad. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. The ok and down arrow button contacts are misaligned. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(4)